Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the secondary tubing sets into the primary solution containers. The primary tubing sets were being used to deliver unspecified solutions via symbiq pumps. The secondary tubing sets were connected to the primary tubing sets for piggyback deliveries of unspecified medications. The secondary solution containers was raised higher than the primary solution containers. It was reported after the secondary deliveries were started, the nurses noted the secondary medications were flowing into the primary tubing sets and solution containers. It was reported the primary tubing sets were "pinched off" and the secondary medications were delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.